Event description:
A materials manager reported that a system message displayed and the unit froze prior to a vitrectomy procedure. The case could not be performed and was postponed. The pt had received local peribulbar anesthesia and experienced no harm.

Manufacturer narrative:
The company rep examined the system and found no problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).